Manufacturer narrative:
An event regarding crack/fracture involving a trident liner was reported. The event was confirmed. The device was not returned for analysis. A review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. A device history review could not be performed as the lot ID is unknown. The exact cause of the event could not be determined because insufficient information was provided, further information is needed.

Event description:
Patient presented for revision hip surgery. Ceramic liner was fractured and replaced with new one.

Event description:
Patient presented for revision hip surgery. Ceramic liner was fractured and replaced with new one.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.